Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6), 2011 utilizing custom patient matched implants. Subsequently, patient fell on the edge of a bathtub. There has been no reported revision procedure. No further information has been provided to date.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2011 utilizing custom patient matched implants. Subsequently, patient fell on the edge of a bathtub. A revision procedure was performed on (B)(6) 2013 to remove and replace the fractured femoral component. It was replaced with competitor product.

Manufacturer narrative:
This follow-up report is being filed to relay additional information including revision procedure date, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.